Manufacturer narrative:
Pump received with missing segments/multiple clear horizontal lines on lcd window due to cracked zebra connector on lcd board. Unable to perform functional check including rewind and basic occlusion, occlusion, prime/a33, excessive no delivery, displacement, self test, a21 test and the operating current measurement due to missing segments. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a partial display. Customer stated that she was only able to see the top of numbers and only bolus was visible on the main menu. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.